Manufacturer narrative:
The cobas 8000 cobas c 701 module serial number is (B)(6).

Event description:
The initial reporter questioned a low calcium gen.2 (ca2) result for one patient's sample tested on the cobas 8000 cobas c 701 module. The initial result was 7.9 mg/dl. The repeat result was 10.1 mg/dl.